Event description:
It was reported that pump displayed malfunction alarm with code malf 3 and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged warranty replacement pump, confirmed shipping address, instructed customer to place pump in storage mode and return it within 10 days using pre-paid label, and advised that customer would need to re-enter pump settings and reconnect continuous glucose monitor on replacement, which customer understood and acknowledged.